Event description:
Customer reported that she was hospitalized for high blood glucose. She stated that she was having so many problems with air bubbles in the reservoir. It was reported that customer vomited, drank juice, vomited again, and was concerned about being dehydrated prior to hospitalization. It was reported that customer thinks the pump, specifically the o-rings in the reservoir cause the high blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.